Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was pain at the trial lead exit site after wires were cut which meant they had cut the extensions after the trial was finished. Etiology was related to the lead/extension incisional site device tract. Blood tests and swabs were returned negative suggesting no infection. It was confirmed that there was no infection. It was clarified that wires meant extensions. The event had occurred after trial end date but before the permanent implant. At the time of this report the remaining internalized extensions were disconnected and new extensions were implanted.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# 0207100867, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID 3888-45, lot# 0207120101, product type: lead. (B)(4). Manufacturer report number was updated to 3007566237.

Event description:
It was reported that the patient developed swelling and pain around wound exit site and was prescribed antibiotics for wound infection. Laboratory testing was performed with normal results. The patient was prescribed oral antibiotics and symptoms resolved without sequelae on (B)(6) 2014.